Manufacturer narrative:
The customer's report that heparin infused faster than expected was not confirmed, as the intended parameters for the infusion were not provided. The pcu event log shows that at 7:50 pm on (B)(6) 2017 the user selected guardrails drugs to program the initial infusion, however then used the drug calculation feature instead of selecting a drug from the library. The drug calculation feature has no guardrails limits associated to it. The user entered 2500 units for the drug amount, 225ml for the diluent volume (concentration 11.11unit/ml), and 300unit/hr for the dose, which made the rate 27ml/hr. At 7:22 am on the following day the user programmed heparin non weight based 25000 units in 250ml through guardrails (concentration 100unit/ml). The user selected the dose at 300unit/hr, which made the rate 3ml/hr. The root cause of the reported overinfusion was not identified. However, based on the log entries, an error may have occurred when entering the drug amount. The initial infusion was programmed using 2500 units as the drug amount and the subsequent infusion was programmed in guardrails using 25000 units as the drug amount. Devices not received, log review only.

Event description:
The customer reported that heparin infused faster than expected and wants to know if the rn programmed the infusion using guardrails or as a basic infusion. As a result of the event a stat ptt was drawn with an elevated level of 163 and the test was repeated every 12 hours. After 2 days of monitoring the patient's ptt level went down to 31 with no lasting harm.